Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced diabetic ketoacidosis and was hospitalized. Customer's blood glucose value was 144 mg/dl. The customer reported that insulin pump had insulin flow blocked alarm. Troubleshoot was performed. Customer reports alarm did not occur during fill tubing. The insulin flow blocked alarm was resolved by changing the infusion set and reservoir. The reservoir and insulin pump will not be returned for analysis.